Event description:
It was reported that following a procedure at the user facility the core impaction drill would not stop running. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that following a procedure at the user facility the core impaction drill would not stop running. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The technician duplicated the reported event and noted corroded sockets.